Event description:
During implant, placement of the rv lead was difficult and the final position was less that optimal. Induction testing was postponed until next day. The next day, the rv lead was repositioned due to low thresholds. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.